Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had received no delivery alarm when they trying to bolus. They disconnected from the insulin pump, they then tried to bolus and insulin came out. The customer¿s blood glucose level was 359 mg/dl. The customer¿s parent reported that the event was resolved by changing the complete infusion and reservoir set. The product will not be returned for analysis.